Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.

Event description:
(B)(4). According to the information received, an end user reported that a catheter was blocked. The urine would not drain from the catheter.